Event description:
It was reported that a pump continues to keep beeping during testing. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals are intact, and the device was observed to be in good physical condition. The device?s event history log was reviewed for evidence of the reported event, ?disposable attached? And then a ?no disposable? Was found in the history log. To conduct functional testing, a visual inspection of the device was performed, batteries were inserted to power up the device, and a cassette was attached to run. The customer problem was not replicated, but ?no disposable? And ?high pressure? Alarm messages were found in the device's event history logs after disposable attached and starting. It was revealed that the occlusion sensor was defective and then replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.